Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. Upon investigation of the actual device used in this incident, it was determined that the station was not communicated. A technical support specialist dialed into the station; accessed command shell and restarted database synchronization device services. The device was communicated and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, ed-main station was not communicated. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.